Manufacturer narrative:
Correction on initial report: (disregard baxter sec tubing). Additional information provided: the affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that fluid leaked from the tubing. The set was changed. There was no report of patient involvement.

Manufacturer narrative:
Correction on initial report: (disregard baxter sec tubing). Additional information provided: the affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that fluid leaked from the tubing. The set was changed. There was no report of patient involvement.

Manufacturer narrative:
Correction on initial report: disregard file (this file has been determined to be not reportable).